Manufacturer narrative:
Corrected data: f10, h6. Reference (B)(4).

Manufacturer narrative:
UDI: (B)(4). Investigation is ongoing

Event description:
As reported by our affiliates in (B)(6), after valve deployment was initiated with the 23mm novaflex+ delivery system, it was noticed that the valve did not expand correctly as the balloon was not filling completely, despite having used all contrast in the atrion. The atrion was refilled in order to inflate fully the balloon but then a leak of contrast was seen at the balloon. The valve was then pulled back to the descending aorta and placed there. A second delivery system was prepared with a new valve, which was implanted successfully and the valve in the descending aorta was fully inflated.  When inspecting the delivery system post procedure, it was seen that the balloon separated from the tip. The patient is in good condition.

Event description:
As reported by our affiliates in colombia, after valve deployment was initiated with the 23mm novaflex+ delivery system, it was noticed that the valve did not expand correctly as the balloon was not filling completely, despite having used all contrast in the atrion. The atrion was refilled in order to inflate fully the balloon but then a leak of contrast was seen at the balloon. The valve was then pulled back to the descending aorta and placed there. A second delivery system was prepared with a new valve, which was implanted successfully and the valve in the descending aorta was fully inflated.  When inspecting the delivery system post procedure, it was seen that the balloon separated from the tip. The patient is in good condition. De-airing was performed without any issue, the field clinical specialist performed the 30% inflation 3 times as it is described without any problem. There was no difficulty when advancing the commander through the vessels and no difficulty during valve alignment.

Manufacturer narrative:
Update to event, PMA/510k, if follow-up, what type. UDI ((B)(4).. Procedural imagery and photographs of the device post-procedure were provided. In the photographs, a clean separation of the balloon material from the delivery system nose tip can be seen. In the procedural imagery, the thv is seen fully expanded and deployed in the descending aorta. The work orders for the manufacturing of the components most relevant to the failure modes reported in this complaint did not reveal any manufacturing issues that would have contributed to this complaint. A review of lot history for the related work order revealed no other complaints for ¿balloon ¿ leakage¿. Complaint data for the previous 12 months (may 2018 through april 2019) was reviewed for the novaflex+ delivery system (all models and sizes). No other complaint devices have been returned and evaluated for ¿balloon ¿ leakage¿. A review of complaint data for april 2019 revealed that the complaint rate did not exceed the control limit for the applicable complaint trend category (¿leakage¿). During the manufacturing process, the entire delivery system was visually inspected and tested. Additionally, the work order underwent product verification testing as a requirement for lot release and met specification. These inspections and tests during the manufacturing process support that it is unlikely that a non-conformance contributed to the reported complaint. The IFU, device preparation manual, and procedural training manual were reviewed for instructions involving novaflex+ preparation and use. Based on the review of the IFU and training manual, no deficiencies were identified. The balloon leakage was confirmed by the provided photographs. A review of manufacturing mitigations supports that the delivery system has proper inspections in place to detect issues related to the complaint. In the photographs, a clean separation between the inflation balloon and nose tip can be seen. A product risk assessment was previously initiated to investigate the nose tip-to-balloon bond separation issue. During the investigation, a manufacturing non-conformance was identified as a potential root cause for the failure mode. The investigation found that misalignment of the laser during distal balloon bonding can result in a loss of tensile strength in the area and a loss of hermetic seal to properly inflate the balloon. As it is possible that a manufacturing non-conformance (misalignment of the laser during balloon bonding) may have contributed to the complaint event, a CAPA was initiated for further investigation and to track corrective actions. The CAPA is currently in the investigation phase. A manufacturing issue may have contributed to the reported complaint and is associated with a severity level of 3 or higher. Therefore, the CAPA was initiated to investigate balloon to nose tip separation failure modes and initiate corrective and preventative actions.  Although the occurrence rate for this issue did not exceed the april 2019 control limit for the trend category, per management discretion, a product risk assessment was previously initiated to assess patient risk(s) associated with the failure mode. The complaint for ¿balloon ¿ leakage¿ was confirmed. Based on the provided photograph, it is likely that a manufacturing issue (misalignment of the laser during balloon bonding) contributed to the reported event. No labeling or IFU inadequacies have been identified and review of the complaint history revealed that the occurrence rate did not exceed the april 2019 control limit for the trend category.